Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control that the device would not complete its boot-up cycle, instead the device would power cycle. In this state, defibrillation therapy would not be available, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The third-party service agent further evaluated the customer's device and observed that the power pcb assembly/ contact pcb assembly cable was loose. After reconnecting the cable, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue was determined to be due the disconnected power pcb assembly/ contact pcb assembly cable.

Event description:
The customer contacted physio-control that the device would not complete its boot-up cycle, instead the device would power cycle. In this state, defibrillation therapy would not be available, if it were needed. There was no patient use associated with the reported event.